Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately one month post breast marker placement procedure, the marker was allegedly not visible under ultrasound while the surgery of removing calcified lesion and its breast marker. It was further reported that tissue marker could not be removed from patient. Reportedly, surgery was performed to remove its marker, but could not remove. It was considered that tissue marker is remained in the patient. The current status of the patient is unknown.